Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI) . A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-dec-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the orders was not shown. A technical support specialist (tss) identified that the 50 mg tablet did not appear in the omnl report as it was loaded after the report was generated, and neither 25 mg nor 50 mg tablets were stocked at the station. The tss then dialed into the server and performed an analysis of the stored procedure revealed no issues with the logic, but replication efforts were hindered due to the absence of the backup file. Test results showed the order could be displayed as "not loaded" only when manually altered, which did not align with the customer¿s report output. To accurately trace the issue, a current example is required where the order remains active and not yet loaded, allowing for real-time analysis of the stored procedure. The product support engineer was unable to discover the cause of the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary had orders not shown. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary had orders not shown. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.